Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that during primary surgery when physician used a screw depth gauge to select a screw, it was hard to use. Surgeon believes due to that he chose incorrect length screw.